Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for analysis. The wire was able to be removed from the device with no resistance or issues. There are numerous kinks along the body of the rotawire. Microscopic inspection was performed and revealed that the weld at the proximal end of the floppy tip of the rotawire was missing and the floppy tip was slightly stretched. Dimensional inspection of the overall length and outer diameter (od) of distal tip could not be performed due to the device condition. Dimensional inspection of the od of middle of the device and od of proximal section were performed and were within specifications. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. When the burr was tried to be removed, it did not come out and became unable to be pulled. The rotalink was pulled out together with the rotawire without difficulty and the procedure was completed with the original device. After removing the devices from the patient, the rotawire was removed from the rotalink burr. There might be resistance when pulling the rotawire out from the rotalink. No complications were reported and the patient was discharged without any problem. It was further reported that no fragments were remained in the patient. The patient was already discharged from the hospital without any health injury.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. When the burr was tried to be removed, it did not come out and became unable to be pulled. The rotalink was pulled out together with the rotawire without difficulty and the procedure was completed with the original device. After removing the devices from the patient, the rotawire was removed from the rotalink burr. There might be resistance when pulling the rotawire out from the rotalink. No complications were reported and the patient was discharged without any problem.